Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose was 520 mmol/l and treated with manual injection. Customer reported that she previously called, she was sent a battery cap and she is getting the same messages. Customer reported that she is not able to rewind the insulin pump and cannot remember what the exact messages are. Customer does not have insulin pump with her. The insulin pump will not be returned for analysis.